Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was getting hot, making an unusual noise, and presented inconsistent power during power check with test bench. An assessment was performed and alleged condition was duplicated and confirmed. It was determined that the electronic control unit was damaged. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the electric pen drive device got hot, made an unusual noise, and presented inconsistent power during power check with test bench. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.